Event description:
It was reported that when pressing the x-ray exposure button, it intermittently fails to make x-rays. This caused the system to be intermittently unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray exposure switch was evaluated and replaced. The nodes were flashed and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.